Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was ovalized in multiple locations from approximately 3.0 cm from the distal tip, to the distal tip of the catheter. There were no holes or fractures in the distal tip of the px slim and both markerbands were present. Conclusions: evaluation of the returned device revealed no fractures or holes in the px slim through which the pc400 may have unintentionally advanced. Therefore, the root cause of the initial complaint could not be determined. Further evaluation of the returned device revealed that the px slim distal shaft was ovalized in multiple locations. This type of damage typically occurs due to improper handling during use. If the distal tip of the device is handled with force during insertion, damage such as this may occur. Px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a px slim delivery microcatheter (px slim). During the procedure, after advancing the px slim to the target vessel, the physician attempted to advance a penumbra coil 400 coil (pc400 coil) through the px slim; however, under fluoroscopic guidance, the physician noticed that the pc400 coil was escaping out, near the tip of the px slim. Therefore, the px slim was removed and a new px slim was opened to deliver the pc400 coil into the aneurysm. The procedure was then completed using additional pc400 coils and the second px slim. There was no report of an adverse effect to the patient.